Event description:
The customer reported the therapy cable fails op check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the therapy cable fails op check. There was no pt involvement. This complaint is being investigated. A follow-up report will be submitted upon completion of the investigation.